Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal cone of the dissection tip on the vasoview hemopro endoscopic vessel harvesting system fell off inside the patient. It took 2 hours to locate the broken piece, but they were able to remove it through the original incision with no other patient effects reported. A new kit was opened to complete the case. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6)2010, for investigation. A visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was minimal evidence of blood. Based upon the visual observations, the reported complaint for "distal cone fell off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).